Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck794 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. The needle was broken during use. There were no patient consequences reported. No further information is available.